Event description:
Olympus medical systems corp. (Omsc) was informed that the doctor attempted to exchange the subject stent which was placed around (B)(6) by using a snare but it was broken. The doctor tried to retrieve it with guidewire and others but it migrated. The doctor decided to perform an additional procedure on a different day and abandoned the case since it took time trying to remove it. The facility informed that they tried an additional procedure after they got a model number of a grasping forceps which could retrieve a migrating stent at another hospital. The patients was stable.

Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. According to a report from the facility, omsc considers that the user tried to withdraw the stent with snare forcedly and this handling caused the breakage and the migration of the stent. This report is being submitted as a medical device report in an abundance of caution.